Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had no power. A field service engineer (fse) initially found the station powered on but displayed a black screen. After powering off the station and disconnecting the entire auxiliary system, it powered back on without any issues. To identify the source of the problem, the fse powered the station off again and reconnected each auxiliary drawer one by one, finding that auxiliary drawer 5 was causing the issue. To resolve the problem, the fse replaced the individual controller board, retractor band, and pyxis module controller. The fse powered the station back on and had the customer made inventory from the drawer. The customer verified functionality, confirming that everything worked without issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station had no power and was in black screen. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.